Event description:
Dr was performing endometrial thermachoice for 3 mins and 40 secs when the alarm went off and the pressure went down to 75. The machine was turned off and a new hand piece was given to the surgeon. The pt was not harmed in any way.